Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after implanting the iol the posterior capsule rupture. The iol was removed and replaced with an anterior chamber (ac) iol. The patient is fine with the aciol implanted.

Manufacturer narrative:
Evaluation summary: the iol was returned for analysis. The iol returned positioned correctly in the iol case. A significant amount of solution dried on both surfaces of the optic and haptics. No damage observed to the iol. The root cause for the pc-tear could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4).